Event description:
It was reported that the atrial lead exhibited noise. The capture threshold increased to 4.25 v, 1.5 ms and sensing decreased to 0.8 mv. The lead was dislodged. Lead repositioning was unsuccessful. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.